Manufacturer narrative:
The device was not returned to edwards for evaluation, it remains implanted in the patient. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Through the implant patient registry, it was learned that a patient initially implanted with a 19mm aortic valve for 14 years 6 months underwent a valve in valve procedure for unknown reasons. A 20mm replacement valve was implanted in the patient. The current patient status is unknown.

Event description:
Through medical records a patient initially implanted with a 19mm aortic valve for 14 years 6 months underwent a valve in valve procedure due to severe aortic stenosis. A 20mm replacement valve was implanted in the patient. Intraoperative echo and angio confirmed well placed replacement valve with no significant regurgitation. The patient was discharged pod #1.

Manufacturer narrative:
H10: updated: a4, patient codes; additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event is most likely due to patient factors and progression of patient's underlying valvular disease pathology. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. H11: corrections: b5, device codes, conclusion codes.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10; updated a4, b5, b7, method codes; additional manufacturer narrative: through the receipt of medical records the clinical observation was confirmed. The root cause of the event cannot be determined, however, patient factors and progression of patient's underlying valvular disease pathology may have contributed. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through receipt of medical records, the intraoperative echo and angiogram confirmed well placed replacement valve with no significant regurgitation. The patient was discharged pod #1.